Event description:
It was reported that prior to use with bd emerald¿ syringes syringe tip was discovered in the syringe. The following information was provided by the initial reporter: there seems to be the tip of a different syringe in the chamber.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd emerald¿ syringes syringe tip was discovered in the syringe. The following information was provided by the initial reporter: there seems to be the tip of a different syringe in the chamber.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 307736 and lot number 2304129. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, a tip of a syringe was observed within the barrel of another syringe. This defect resulted from tip breakage of another syringe during the syringe assembly process. However, an exact cause of the breakage could not be determined. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defects identified. It is possible that the tip breakage resulted from a blockage in the barrel feeding process that went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.